Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. Unit had cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and scratched lcd window.

Event description:
It is reported that the customer had high blood glucose levels of 482 mg/dl. The customer did a bolus and drank lots of water to compensate for the high blood glucose levels. The customer reported that the buttons of the insulin pump were unresponsive. The customer further reported a crack on the insulin pump in the reservoir window area. The customer further reported that the belt clip of the insulin pump was broken. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.